Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accu tni) results that were generated by the access 2 instrument for two pt samples. Patient a: an initial accu tni result was 4.81 ng/ml and 0.55 ng/ml upon repeat. The sample was tested on a different instrument in the customer's lab and a result of 0.36 ng/ml was obtained. A second sample was collected from the pt and tested on both instruments and results wer 0.10 ng/ml and 0.08 ng/ml respectively. Patient b: an initial accu tni result was 3.57 ng/ml and 0.05 ng/ml upon repeat. The sample was tested on a different instrument in the customer's lab and two results of 0.03 ng/ml were obtained. The accu tni results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc is run every 8 hours and was within expected ranges on the date of the event. The last three system checks were within specifications. The specimens were collected in lithium heparin with gel tubes and were centrifuged for "4-5 minutes." The samples were tested from the primary tubes. A field service engineer (fse) was dispatched to the customer's lab: the fse adjusted the ultrasonic which improved the precision. The fse performed a type I instrument verification procedure and results met published performance specifications. In a follow-up with the customer, they noted no further issues and the instrument is running within specifications. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.